Manufacturer narrative:
Bausch + lomb contacted the user facility and requested additional information. The user facility declined to provide any additional medical details regarding the event. They also declined to return the device for product evaluation. Photographs of the device have been requested but not yet received. The results of the investigation are pending the receipt of the additional information.

Event description:
A report was received through the FDA voluntary report program stating that while a patient was undergoing a transsphenoidal hypophysectomy for a pituitary tumor, the ring curette instrument broke apart in the patients nasal cavity/brain tissue. The end of the curette separated from the handle at the distal attachment. The instrument was removed but the patient sustained a cerebrovascular event. The patient was intubated with poor prognosis until care was withdrawn.

Manufacturer narrative:
A review of the complaint database found no other complaints have been received for this device in the past five years. Although the product was not returned, the user facility provided a photograph of the device. The photograph showed evidence of braze at the location of detachment. The presence of braze indicates the device was manufactured per specifications. The product was sold to the user facility in march 2014 and has not been returned for repair or as a complaint previous to this report. The cause of the reported problem could not be determined.